Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were getting poor communication on their programmer, they had a lot of pain in their side by the implant and that they didn¿t feel stimulation. The patient mentioned the implant had worked great up until recently. The patient reported the programmer had been fine and their implant had been great up until this recent issue and noted that even the batteries for the programmer didn¿t run out too quickly. While on the call, the patient attempted to sync with the ins using the antenna and also tried to sync with the ins directly over the skin however the poor communication was not resolved. It was reviewed with the patient that their health care physician (hcp) should take a look at the implant to see if the ins battery was depleted or to check what is going on internally. Patient services observed the programmer seemed to be functioning and that the patient might be getting poor communication due to a low ins battery or something. It was noted that sometimes with higher settings the implanted battery may deplete within a couple years. The patient noted that the change was gradual and reported that their implant site was ¿kind of achey¿ and the pain got stronger and stronger until it was pretty bad. The patient mentioned they had called their manufacturing representative (rep) and the rep¿s voicemail said to call patient services so that is why the patient was calling. The patient was redirected to follow up with their hcp to check the implant. There were no further complications reported/anticipated.